Manufacturer narrative:
(B)(4). The device was manufactured january 19, 2017 ¿ january 23, 2017. The device was received for evaluation containing approximately 100ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, continuous flow was observed from the distal luer. A functional flow rate test was then performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor did not flow during infusion. The reporter indicated that the device had been successfully filled and primed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.